Manufacturer narrative:
On (B)(4) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test well in question that yielded an unexpected instrument negative outcome appeared visually as negative.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screening test wells when testing on a galileo echo, when tested on (B)(6) 2016.